Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of not getting any alarms on the dexcom g6 mobile application was not confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported they did not receive alarms on their g6 mobile application. The issue was determined to be related to the mobile application. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.